Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00098; 508-32-204, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.